Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level, value was not provided, and diabetes ketoacidosis. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.